Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition, noise oversensing due to bipolar configuration on the rv channel was noted. Technical services (ts) suggested a possible lead fracture, but it was not conclusive, so a lead revision was recommended. Subsequently, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.